Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. The device, used in treatment, has not been returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential factors that can contribute to the reported event include the dressings incorrectly applied or there is anything preventing the dressings from being attached directly to the skin area. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The associated risk files contain details relating to harm. However, no harm has been alleged. The complaint history review found further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Additional information: a2, a3, a4, b1, b2, b5, b6, h1, h2, h6.

Event description:
It was reported that two dressings were stuck on the wires in the patient's legs where they did the liposuction to use in her breasts. The patient took a shower but the dressings swelled up completely and so there was all water under the dressings and therefore also on the wires, exactly as if there were holes in the foil above the compress. The dressing was removed and replaced by a dressing from mölnlycke.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that two dressings were stuck on the wires in the patient's legs where they did the liposuction to use in her breasts. The patient took a shower but the dressings swelled up completely and so there was all water under the dressings and therefore also on the wires, exactly as if there were holes in the foil above the compress